Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va319xg; implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called to provide a response to the letter that was sent for this case. The patient stated the cause of the lead wire protruding was unknown and that the hcp who removed the implanted system did not have a direct answer as to why it happened. Patient stated it started protruding 4 weeks into the healing process and they hadn't even had a follow up visit with their hcp who implanted the system initially until (B)(6) 2025. Patient stated leading up to the lead wire protruding, they had been very careful and doing what they needed to be doing, keeping things clean and checking daily and they thought they were in the clear but the 4th week "rolled around" and when they got out of the shower they noticed the wire was sticking out more than their scab. Patient stated they hadn't been able to see it well so their spouse checked it and told them that the wire had been in a loop and protruding out of the skin. Patient stated that it had been a friday night so they called the after hours emergency team and told them about the issue and they had wanted the patient to come to the ER but that night there had been a snow storm so they told the patient to wait until morning. Patient stated because they had type 2 diabetes, they were really worried about infection and was always very careful with tending to their wound and the next day they went to the ER and saw the dr. Who was working the ER shift and the patient requested to speak with their implanting hcp but they were told their hcp was out on medical leave for another 5-6 weeks so the doctors took pictures and sent them to their implanting hcp's main office and there was another hcp who worked with the therapy who spoke with the patient. This hcp told the patient that they would need to remove the entire thing and if the patient wanted to continue with the therapy they would need to implant on the other side. The patient had another hcp remove the implanted system on (B)(6) 2025 due to main hcp on medical leave. Patient services understands that this (B)(6) 2025 explant date contradicts the follow up from (B)(6) 2025 but this is what the patient reported to patient services on (B)(6) 2025 and the patient was reading the (B)(6) 2025 removal date from their calendar. The patient stated they were disgusted because the therapy had been helping their symptoms this whole time and that it was doing so good for their emptying their bladder and running back and forth to the bathroom for both the trial and then the permanent implant, even after the wire protruded, it was still working for their symptoms however they were really concerned about going through this whole process again on the other side so they had that other hcp remove the implanted system and their initial post implant follow up that had been scheduled for (B)(6) 2025 had been cancelled. Patient stated another reason they didn't want to go forward with implanting the system on the opposite side was because the opposite side was their "sleeping side" and that they were a side sleeper and they were told they shouldn't have the implant on the same side they always slept on. Patient stated that the hcp who removed the implanted system hadn't checked in with them since they removed it but noted at this time they were pretty good now, though they still had a large scab that hadn't fallen off yet. Patient stated they wanted to wait until their initial implanting hcp was back to discuss further with that hcp what happened before they decided to take any further action. Patient expressed concerns about the added financial burden and stated they thought things for the explant had already been paid for however they were worried about co-insurance. Patient services redirected the patient to follow up with their hcp about insurance concerns and provided the patient with the patient advocate foundation contact information if needed. Patient also mentioned that they've also had types of sharp/stabbing pains on both of their sides in the past few weeks, usually if they were sitting or getting up or if they would bend in a certain way. Patient reiterated they also had ms but that they normally didn't have anything like that flare-up for them that needed treatment with medication and noted they were in a "stable/relapsing" condition with their ms so they weren't sure why they weren't getting the sharp/stabbing pains. They were going to continue working with their neurologist who handled their ms and follow up with their urologist who initially implanted the system when they were back from medical leave.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said that on saturday they noticed that the lead wire was protruding out of their incision. Patient said they saw their healthcare provider today and the healthcare provider did not have an answer as to why that happened. Patient mentioned that they have been having some discomfort in their low rib cage closer to the area of the implant. Patient also said they have had some muscle spasms around that area and they don't know if the implant is causing that or if it's their ms or something. Patient requested assistance turning ins off. Patient stated they may be having ins removed tomorrow. Agent walked patient through connecting to ins and patient was able to turn therapy off during the call. Patient also mentioned they did not have a black handset charging cord. Agent reviewed general external equipment information, patient will call back if they continue needing equipment. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va319xg; implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported having a follow up appointment on (B)(6) 2025 to check the incision due to there was no bleeding or anything, but they thought they saw a little bit of an infection on the outside of the skin because some discharge was noticed. Hcp mentioned that patient could have an internal infection. Patient reported having another meeting with the surgical team next week to discuss what to do with their problem and remove the complete system from their body if necessary. No further information was given by the patient.